Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the ICU with a blood glucose level in the 500's mg/dl with high ketones that were not identified as life threatening. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released 3 days later issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.